Event description:
The customer observed false reactive alinity I hbsag next qualitative results for 4 patient samples. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on 25jan2024 sid (B)(6): initial result from aliquot on ai22172 = 3.27 s/co; repeat results after centrifuging = 3.17 and 3.15 s/co; repeat result from original tube = 3.32; repeat result on ai22172 = 2.83 s/co; result from original tube after maintenance on 31jan2024 = 2.82 s/co; result from aliquot after maintenance = 3.22; result from edta plasma specimen = 2.63 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.422 s/co; pcr result = negative. On 26jan2024 sid (B)(6): initial result from aliquot = 5.48 s/co; repeat results after centrifuging the aliquot = 5.37 and 5.43 s/co; result from original tube = 5.78 s/co; result from another instrument ai22172 = 6.31 s/co; result after recalibration on 29jan2024 = 4.83 s/co; result from original after maintenance = 5.79 s/co; result from aliquot after maintenance = 5.68 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.427 s/co (no pcr testing performed). On 26jan2024 sid (B)(6): initial result from aliquot = 8.42 s/co; repeat results after centrifuging the aliquot = 6.14 and 6.11 s/co; result from original tube = 6.87 s/co; repeat result ran on another analyzer (ai22172) = 1.43 s/co; result after calibration on 29jan2024 = 3.04 s/co; result from original tube after maintenance on 31jan2024 = 1.41s/co; result from aliquot tube after maintenance = 2.35 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.399 s/co (no pcr testing performed) on 29jan2024 sid (B)(6): initial result from aliquot = 5.46 s/co; repeat results after centrifuging the aliquot = 4.66 and 5.14 s/co; result from original tube = 4.79 s/co; result from original tube after maintenance on 31jan2024 = 4.54 s/co; no testing done on aliquot after maintenance as there was no material left to test. Hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.358 s/co (no pcr testing performed). The customer stated the repeat reactive results generated did not correlate with the patients¿ clinical history. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. A review of ticket tracking and trending did not identify any trends regarding the commonalities for the lot 52151fn00 and complaint issue. A review of the device history record was completed and did not identify any non-conformances, potential non-conformances or deviations associated with the lot 52151fn00 and complaint issue. Clinical specificity testing was performed using an in-house retained kit of complaint lot 52151fn00 stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I hbsag next confirmatory reagent lot 52151fn00.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (4 different patients). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 01r65-22 that has a similar product distributed in the us, list number 01r65-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This submission is related to MFR # 3008344661-2024-00016-00.

Event description:
The customer observed false reactive alinity I hbsag next qualitative results for 4 patient samples. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2024 sid (B)(6): initial result from aliquot on ai22172 = 3.27 s/co; repeat results after centrifuging = 3.17 and 3.15 s/co; repeat result from original tube = 3.32; repeat result on (B)(6)= 2.83 s/co; result from original tube after maintenance on (B)(6) 2024 = 2.82 s/co; result from aliquot after maintenance = 3.22; result from edta plasma specimen = 2.63 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.422 s/co; pcr result = negative on (B)(6) 2024 sid (B)(6): initial result from aliquot = 5.48 s/co; repeat results after centrifuging the aliquot = 5.37 and 5.43 s/co; result from original tube = 5.78 s/co; result from another instrument (B)(6)= 6.31 s/co; result after recalibration on (B)(6) 2024 = 4.83 s/co; result from original after maintenance = 5.79 s/co; result from aliquot after maintenance = 5.68 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.427 s/co (no pcr testing performed). On (B)(6) 2024 sid (B)(6): initial result from aliquot = 8.42 s/co; repeat results after centrifuging the aliquot = 6.14 and 6.11 s/co; result from original tube = 6.87 s/co; repeat result ran on another analyzer ((B)(6)) = 1.43 s/co; result after calibration on (B)(6) 2024 = 3.04 s/co; result from original tube after maintenance on (B)(6) 2024 = 1.41s/co; result from aliquot tube after maintenance = 2.35 s/co; hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.399 s/co (no pcr testing performed). On (B)(6) 2024 sid (B)(6): initial result from aliquot = 5.46 s/co; repeat results after centrifuging the aliquot = 4.66 and 5.14 s/co; result from original tube = 4.79 s/co; result from original tube after maintenance on (B)(6) 2024 = 4.54 s/co; no testing done on aliquot after maintenance as there was no material left to test. Hbsag neutralizing confirmatory test result = confirmed; hbeag result = 0.358 s/co (no pcr testing performed). The customer stated the repeat reactive results generated did not correlate with the patients¿ clinical history. There was no impact to patient management reported.